Manufacturer narrative:
This patient received right tmj implants in (B)(6) 2016. She developed bony ankylosis on her right side and on (B)(6) 2019 the surgeon debrided the joint and removed the tmj implants. The surgeon is planning on placing revision components at a later date.

Event description:
The patient's right tmj devices were removed due to heterotopic bone.